Event description:
Additional information was received. The proximal type I endoleak has self-resolved.

Event description:
An endurant abdominal stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. The patient¿s aortic neck angulation was about 60 degree with calcium present. It was reported that during the index procedure, the final angiogram showed a small proximal type I endoleak. The physician decided to monitor the patient and follow up with a CT scan in 30 days to see if the endoleak has resolved. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Results: endoleak. Anatomy related; highly angulated and calcified proximal neck. Conclusion: anatomy related; highly angulated and calcified proximal neck. Endoleak.